Manufacturer narrative:
The returned drill bit was evaluated and was found to have been manufactured within specifications. Product likely failed due to misuse by product being put through excessive bending force causing components to wear against one another or the possibility of a burr inside that has since been removed during use, and/or not inspected for wear and disfigurement and prior to use, which may have prevented the use of the instrument and its failure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported patient underwent a labral repair procedure on (B)(6) 2014. During the procedure, metal shavings were left in the patient's joint likely due to the drill bit or guide being too thick and rubbing against each other. The same drill bit and guide were utilized to complete the procedure.